Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced "vibration" in his chest two days after implant that last approximately fifteen seconds. The medtronic representative referred patient to physician. Follow up information was obtained and indicated that the patient was seen by the doctor following the vibration experience. The rate response was turned off in the device and the patient felt better. The device remains in use. No patient complications have been reported as a result of this event.